Event description:
A 16 mm diameter x 16 mm diameter x 11.5 cm length aneurx iliac stent graft delivery system was inserted into a patient for endovascular treatment of an abdominal aortic aneurysm. The patient's iliac arteries were reported to be severely tortuous and calcified. It was reported that the stent graft delivery system got stuck in the patient's artery during attempts to insert it; therefore, the decision was made to remove it in order to apply mineral oil to aid in the insertion of the device. When the delivery system was removed it was found kinked and torn. Another aneurx device was successfully used to complete the case. The device was discarded. No clinical sequelae reported and the patient is reported to be fine.

Manufacturer narrative:
Results: pt's condition affected effectiveness of device (severely tortuous and calcified iliac arteries). Conclusion: device failure/lack of effectiveness related to pt condition (severely tortuous and calcified iliac arteries).